Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and did not find any errors related to the customer complaint. The reported event of a error icon displayed was not confirmed. A root cause could not be determined.